Manufacturer narrative:
(B)(4).

Event description:
The customer reported being unable to discharge or admit patients. The system would reboot. The issue occurred after (B)(6) 2018. There was no patient incident.